Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 394602 and lot number 3143759 . The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 394602 and lot number 3143759. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported the bd connecta connector was defective and leaked (B)(6)2024 leakage from tee connection when using tee tubing to connect a micro pump to an infusion set, immediately re-replace tee tubing